Event description:
A hospital in (B)(6) reported that an rt202 adult breathing circuit caused an mr850 humidifier to alarm on connection. No patient consequence was reported.

Manufacturer narrative:
Method: the electrical resistance of the heater wire in the inspiratory tube of the returned rt202 adult inspiratory heated breathing circuit was tested using a multimeter. Results: the inspiratory heater wire was open circuit due to a break in the connection between the heater wire and one of the pins that crimps to the heater wire. A lot check could not be preformed as no lot number was provided. Conclusion: electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became open circuit post production, possibly as a result of a weak crimp connection. (B)(4).